Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the xience v stent was successfully implanted; however during a cutting balloon procedure, the balloon met resistance during retraction and subsequently explanted the stent. Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the catheter with the stent implant if the stent is not fully expanded and apposed, damage to the stent or to the catheter. There was no note of any damage to the stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported there was in-stent restenosis of the xience v stent. Restenosis is a known adverse patient event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report additional information was received that clarified the previously implanted xience v stent in the circumflex artery was inadvertently explanted by the cutting balloon, not the stent in the left anterior descending (lad) artery as previously reported. The patient was brought back for follow up catheterization on (B)(6) 2011 for placement of a 3.0 x 12 mm xience v stent. There was no reported adverse patient effect. Though requested, no additonal information was provided.

Manufacturer narrative:
(B)(4). A review of the device lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to remove or device damaged by another device for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored.

Event description:
It was reported that approximately 6 months prior xience v stents were placed in the proximal left anterior descending (lad) and circumflex (cx) artery without event. The patient was readmitted and angiograms revealed in-stent stenosis of the lad. The patient underwent a procedure using a cutting balloon which was successfully inflated and deflated without event. During removal of the cutting balloon resistance was met and the physician pulled hard and the balloon was successfully removed. It appeared after removal that the device had tangled wires but the vessel was angio'ed and a good result was noted. The physician finished the procedure without event. The staff examined the device after the procedure and noted that the tangled wire was the previously implanted stent which was stretched out and had been removed with the balloon; it was explanted. The physician reviewed the angios and discharged the patient the following day with a scheduled readmit in 3 weeks to ivus the area for possible action. There was no reported patient sequela. Though requested, there was no additional information provided.